Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. After testing the leads with the analyzer prior to implant, the leads were connected to the device. No pacing or sensing was observed. The patient was stimulated by an external pacemaker while several attempts were made with the ipg. The ipg was removed and replaced. The leads measured within acceptable range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.